Event description:
The sales rep reported that the patient had a valve that was programmed for 100mh2o with a vpv programmer. After an x-ray, it was verified that the valve was programmed to 140mmh2o. The valve was left at this setting and the patient is felling better. No adverse consequences to the patient. The customer is not comfortable with the vpv programmer and would like to have it replaced with a new one.

Manufacturer narrative:
A vpv programmer with a transmitter head was returned for evaluation. It was verified that the transmitter head center rod is loose and it is not functional. Programmer was able to set the valves to the correct settings; however, it could not confirm the settings, as a result of the damaged transmitter head center rod. The difficulty reported by the customer that the vpv programmer was programming the valve to the incorrect setting could not be duplicated. A device history records review was conducted, and it was verified that this vpv programmer was conforming to the required specifications when released to stock. Trends will be monitored for this or similar complaints. At this time, the complaint is considered closed.

Manufacturer narrative:
4/18/2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
Sales rep. Called and informed that: a patient had a programmable valve programmed for 100mmh2o with a vpv programmer; however, after an x-ray it was verified that the valve was programmed at 140mmh2o. Valve was left at 140mmh2o, and patient is feeling better at this new setting. No adverse consequences to the patient were verified. Customer does not feel comfortable with the vpv programmer, and would like to have it replaced with a new one." 4/18/2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.